Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that they opened a new thoracic catheter 28fr and nothing was in the package. Additional information received from the initial reporter on 6-may-2021 stated that the device was not being used in an emergency situation. There was no significant delay to note. There was no harm or injury to the patient. No medical intervention was required. A new thoracic catheter package was opened.